Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was investigated. As received the monitor had extensive internal contamination. The cause of the failure was isolated to the contamination. The root cause of the contamination was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4). The patient using the monitor reported that the monitor was making a screeching sound and resetting every couple of minutes.